Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the bearings were very loud on the motor device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the device had vibration, smoke, and made very loud unusual noise. These condition were all a result of the motor going out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the device worn from excessive force due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.